Event description:
It was reported that a vns study patient presented with pain at the generator site. The event started on (B)(6) 2014 and ended on (B)(6) 2014. It was deemed as ¿severe¿, definitely related to implantation and not related to stimulation. Vns therapy was withdrawn as a treatment to the reported pain, which subsequently resolved. The adverse event caused the subject to discontinue from the study. The event was indicated to be a serious adverse event which resulted in an initial or prolonged hospitalization. The patient underwent explant surgery on (B)(6) 2014.